Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 193 mg/dl. The customer¿s current blood glucose was 251 mg/dl. The customer experienced symptom like thirsty. The customer was treated with insulin pump. Customer was alleging possible pump under delivery. The customer¿s blood glucose were like 300 mg/dl and 256 mg/dl. The customer¿s blood glucose was 292 mg/dl and sensor glucose was 192 mg/dl. The product was not returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08750 inches. No possible over or under delivery anomaly noted. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing. (B)(4).